Manufacturer narrative:
The investigation is pending upon the arrival of the affected device.

Event description:
The distributor forwarded a filter leaking issue with the device obtained at the user facility to infutronix on (B)(6) 2018: "we did have a patient whose tubing had a slight leak". Follow-up with the user facility on (B)(6) 2018 confirmed that the device model was hs-004, the event date was between (B)(6) 2018 and the device was leaking from the filter site. No patient harm was reported.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00007).

Manufacturer narrative:
The affected administration set was investigated by the distributor (zyno solution) for evaluation. The administration set functioned as intended. The reported filter leaking issue was not confirmed.